Event description:
Additionally, it was reported that the pump time was incorrect. During troubleshooting, the customer corrected the pump time. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.